Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The carrier hoop, introducer sheath, pusher wire and coil was returned for this complaint. Visual examination revealed that the no defect was noted on the introducer. The twist lock of the introducer sheath had been opened and the arms of the coil and delivery wire were interlocked inside the introducer sheath. The delivery wire was inspected and no damage was noted. The coil was removed from the introducer sheath with no friction experienced. The coil was visually inspected and found to be stretched along the proximal end of the coil. Microscopic inspection revealed that there was no damage noted on the zap tip of the delivery wire. The coil was inspected and no damage was noted to the zap tip and the interlocking arm of the coil was inspected and no damage was noted. Dimensional inspection was done and revealed that the coil dimensions that could be measured were found to be in specification. Also, the coil was found to be missing four fibre bundles as a direct result of the stretching along the proximal end of the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22jun2016. It was reported that the coil failed to advance in the catheter. A 18mm x 20cm interlock¿-35 was selected for use. During introduction, the coil could not cross at the y-valve into the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable. However, device analysis revealed that the coil was found to be missing four fibre bundles along the proximal end of the coil.